Event description:
We were informed on march 26, 2024 about an event regarding a patient with an abbott deep brain stimulation implantable pulse generator (ipg). The patient underwent a procedure to replace the abbott ipg with a boston scientific ipg for an unknown reason. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).